Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high, out of range shock impedance great than 200 ohms. Several attempts to obtain the model/serial of the right ventricular (rv) lead have been unsuccessful. No adverse patient effects were reported. The device remains implanted. New information was received the shock impedance is >200 ohms if measured from rv to ad and can, it's 65 ohms if measured from rv to can. The measurement has been repeated several times. The daily measurement of device shock impedance is about 60-70 ohms. The device has been programmed with shock vector from rv to can and patient will be monitored with frequent, in office, follow up appointments. Attempts to obtain the model/serial of the right ventricular (rv) lead have been unsuccessful.